Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had dislodged. During the lead revision procedure, the helix was unable to extend. The lead was explanted and replaced on 1/21/2016. The patient was fine post procedure and was discharged.